Event description:
Additional information was received from the patient. They reported that they had a massive hematoma and had to be put on 4000 units of antibiotics and spent 3 days in the ER between the issues with their trial and permanent implant.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was present at the emergency room and was just implanted with an ins the day prior. The hcp said the reason for the ER visit was for a post-op hematoma. The hcp inquired about device registration and MRI compatibility. Registration and MRI scanning guidelines were reviewed. The patient was complaining of an infection and the reason for the MRI is for a post-op hematoma to back , evaluate epidural abscess vs epidural hematoma. The hcp states the ins is not on yet and does not believe the device has been programmed. The hcp states the patient has their external equipment at home and says they have an appointment next week to get stim turned on. The hcp inquiring if the patient is eligible for an MRI.